Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to unknown issue. A new lead was successfully placed. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to unknown issue. A new lead was successfully placed. No additional adverse patient effects were reported. Subsequently, additional information was received indicating ra lead was surgically abandoned due to dislodgment.